Event description:
It was reported that pump screen stayed dark and would not turn on, and caller described button as extremely difficult to press and often needing multiple presses to activate pump screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to remove pump from case and press button in specific way, which turned on display but did not resolve difficulty. Customer used backup pump for insulin therapy.